Event description:
The ta60 3.5 stapler did not deploy full staple line ¿ the surgeon had to fire a new stapler. No additional tissue needed resected for the second stapler to complete the staple line.